Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the housing¿s top cover was found with scratches and marks. The front panel was not functioning due to a faulty cp board. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility sent a video system center for an annual inspection. No issues were reported at that time. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since seven years or more have passed since the device was manufactured, it is likely that the components on the board deteriorated due to repeated use for a long period, and the cp board failed. The cp board controls the front panel, and the front panel became inoperable due to this failure. The scratches to the housing were probably caused by the user hitting a hard object and giving a strong shock. The instructions for use includes the following statements: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.